Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received excessive no delivery alarms even after battery and supply change. Customer's blood glucose was 455 mg/dl. During troubleshooting, customer was assisted in performing a plunger push and 5.0 unit manual prime. Insulin did exit with manual prime. Customer was advised that insulin pump was working as designed.